Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump not delivering insulin. Customer stated blood glucose not came down. Customer¿s blood glucose was high. Customer stated insulin pump had no alarms and self test completed. Customer stated champagne size of air bubbles. The insulin pump and reservoir will not be returned for analysis.